Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was scheduled for surgery when the lead dislodgment was noted. It was unknown how the dislodgment was discovered. Lead repositioning was unsuccessful, as the helix would not retract due to tissue struck in the helix. The lead was explanted and replaced. The patient had no symptoms pre- and post-procedure. Patient was fine in the recovery room.